Event description:
It was reported that the front cpc connector is broken. It was unknown how this occurred. There was no case involvement and no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual inspection revealed that the cpc connector was broken/detached. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.